Event description:
It was reported that a surgeon was performing a total knee replacement procedure and at 16 minutes the surgical field filled with blood and the cuff felt soft. It was reported that there was not a significant increase in pt's blood pressure (<10 mm/hg). The cuff was subsequently deflated by depressing the deflate button on the ats 3000 device. After 15 minutes, the surgeon inflated the tourniquet again and the cuff held for the remainder of the case. It was reported that the cuff was evaluated for "fit" after completion of the case and it was determined that there was 4 to 6 inches of overlap, so cuff fit seemed appropriate. It was also reported that during the initial deflation ats 3000 did not alarm or read that there was a change in the pressure. There was no report of pt injury or medical or surgical intervention associated with the event.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The svc record indicates that the device was manufactured in 10/31/2012 and has no repair history at zimmer surgical. Customer's alleged event of "the cuff felt soft" could not be duplicated. Testing the device on ac and dc power did not illustrate any abnormal sounds or function of the unit. Unit met all functional specifications. According to the operator and svc manual for the zimmer ats 3000, a pressure alarm will occur when the pressure in a cuff is more than 15 mmhg from the pressure set point. It is also possible for a cuff to have a leak that is substantial but which the unit can compensate for by continual pumping. This type of leak could be due to a pin hole in a cuff bladder, or a loose pneumatic fitting. To alert the operator that a substantial leak is present, a pressure alarm is declared when this type of leak is continuously present for more than 9 seconds. If a pressure alarm occurs, and the displayed pressure is not more than 15 mmhg from the set point, then this type of substantial leak has been detected and all cuffs and pneumatic fittings should be checked for leaks. Through follow up with the reporter, the amount of pressure loss could not be determined. Also found in the operator and svc manual for the zimmer ats 3000 under 2.7 single cuff operation section 6; deflate the cuff by pressing the main cuff deflate button for minimum of 2 seconds. The main cuff pressure display will show the deflation of the cuff and the elapsed inflation time alarm clock will stop. No alarm should sound when deflating a single cuff on the main port. The cause of the reported event could not be determined as the event could not be duplicated. The device as serviced and returned to the customer.